Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report further information requested, but not yet received.

Manufacturer narrative:
The allegation was against ipg serial number 17527737 there is no allegation against ipg serial number (B)(6). Correction section d4, d6a, and d6b, h4. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the allegation was against ipg serial number (B)(6) there is no allegation against ipg serial number (B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The allegation is against 1 of 2 ipgs; however, it is unknown which ipg; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs ipg, model: 3772, UDI: (B)(4), serial: (B)(6), batch: a000075448.

Event description:
Additional information indicates it is unknown which ipg is liable.

Manufacturer narrative:
B5- corrected. H6- codes corrected.

Event description:
Additional information indicates that the malfunction was with another scs ipg and not this device. There were no allegations of malfunction or deficiency against this device. The reported device is documented under 3006705815-2025-18029.